Event description:
Device malfunction: cuff miss/foot break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. However, after removing the device a foot break was noted and the location of the foot piece is unk. A second perclose at was used and hemostasis was achieved. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.